Event description:
Customer reported issues related to her diabetes management equipment, having to change her site multiple times due to adhesive problems and experiencing a device separation during preparation. Additionally, she experienced difficulty with her pump's display not lighting up properly and a minor crack on the screen. There was no adverse impact to the customer¿s blood glucose level. Customer requested technical and product support to address these concerns.